Event description:
It was reported that the patient presented for follow up. A device interrogation revealed poor sensing, and high capture threshold exhibited by the right ventricular lead. The patient was scheduled for lead revision, where an attempt was made to reposition the lead. However, the helix failed to re-deploy. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed but the reported events of inadequate capture and r-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil at the connector region was over torqued consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. Electrical tests did not find any indication of conductor fractures or internal shorts. After the lead was cleaned, torque was directly applied to the connector pin and the helix was able to retract and extend. The helix extension length measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix and over torqued of the inner coil.